Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked from an unspecified location. A leak was detected in the device. This occurred at the end of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.